Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: wizard, runthrough; guide catheter: profit jl3.5; stent: endeavor 3.0 x 18 mm. Additional follow-up information received from the account stated that the device was prepared per the instructions for use (IFU), including soaking the balloon in saline prior to use. There was also no report of any resistance noted during advancement and removal of the catheter. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, there was no report of any leaks noted during preparation for use, which may suggest that the balloon was not damaged prior to the procedure. Additionally, as the lesion was moderately tortuous, mildly calcified and 99% stenosed, this may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. Return of the voyager nc may have ultimately aided the investigation in determining a cause for the experienced rupture. During manufacturing, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. Based on the information provided, the lesion was 75% stenosed and moderately calcified, which likely contributed to the rupture. The investigation ultimately determined that the rupture was related to circumstances of the procedure; however, without the product to examine, a definitive cause for the reported balloon rupture could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and mild calcification. Pre-dilatation was performed with a trek balloon and a non-abbott stent was deployed. The 3.0 x 15 mm voyager nc was used for post-dilatation; however, the balloon ruptured during the first inflation of 10 atmospheres, for 5 seconds. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.